Manufacturer narrative:
This medwatch was originally filed on 03/31/2016 as the customer stated that her transformer started on fire. After multiple attempts to follow up with the customer to get additional information and the product back, the customer responded on (B)(6) 2016 that the transformer was only smoking and there was no fire. The customer also stated that her husband inadvertently discarded the product.

Manufacturer narrative:
The customer was sent a replacement adapter, which she stated was working. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The customer could not be reached by phone or e-mail for further information. This issue with fire for the pump in style advanced (pnsa) starter breast pump power adapter is currently being investigated under (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that her pump in style advanced (pnsa) starter breast pump adapter was on fire, which is a safety risk. Follow up with the customer to confirm details was unsuccessful.